Event description:
It was reported that the patient underwent an initial elbow arthroplasty on and unknown date. Subsequently, the patient has undergone a multiple stage revision due to bone loss. The surgeon now is planning to revise the patient on an unknown date using a custom implant.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. D10: medical products: item#: unknown, unknown coonrad-morrey ulna; lot#: unknown. H6: component codes: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.